Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and identified that table is difficult to move. Upon further troubleshooting action, fse found that the lat bearings needs replacement and lat rails must be cleaned. The fse replaced the lat bearings and cleaned lat rails. After replacement of lat bearings, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the allura table was difficult to move. Patient harm was reported. However, no additional information was provided in regards to the alleged harm. We are conservatively reporting this event as the investigation is ongoing. A follow up report will be submitted when further information is received.